Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 210 mg/dl and a correction bolus was delivered to address the bg level. A system check was performed. The pump and infusion set tubing were found to be functioning as expected. The cannula was removed and no damage was noted. The customer declined further troubleshooting and indicated that the infusion set site would be changed.